Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was given a full dose of heparin prior to the transseptal puncture. Smoke was noted in the left atrium and laa prior to the procedure, but the physician continued. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal. The physician partially recaptured the closure device and repositioned more anteriorly before the closure device was redeployed. The physician was checking release criteria when a thrombus was noted on the core wire of the wds. The closure device was released and successfully implanted in the laa of the patient. The physician used a syringe to aspirate as the core wire was retracted and continued to aspirate as all the devices were removed from the patient. The patient remained stable and was taken to recovery post procedure. There were no complications that were reported to have occurred as a result of this event.